Event description:
The facility's biomedical technician reported an infusion pump that failed the down stream occlusion test during biomedical testing. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.